Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer blood glucose was 50-60 mg/dl. The customer stated that there were times when his sensor was off by 30 or 40 points. The customer stated that the issue occurred several times after a meal. The customer was advised that the difference may be greater when blood glucose is fluctuating. The customer stated that he had a low reading of 39 mg/dl last night while his sensor glucose was 80 mg/dl or 85 mg/dl. The customer treated for his low readings. The customer declined to speak with helpline.